Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: (B)(6).

Event description:
It was reported device fracture occurred. A 135/10 renegade hi-flo kit was selected for transcatheter arterial chemoembolization (tace) in the liver. During preparation, when the device was unpacked and flushed, resistance was felt during catheter removal, and it was found that tail end of the microcatheter was fractured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter address: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. The device was inspected for any damage or irregularities. The device showed evidence of stretching located 4cm from the hub. There were multiple small kinks located 123cm from the hub. No detachments were confirmed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The device was not confirmed for a detached tip; however, stretching, and multiple small kinks were confirmed. No other issues were identified during the product analysis.

Event description:
It was reported device fracture occurred. A 135/10 renegade hi-flo kit was selected for transcatheter arterial chemoembolization (tace) in the liver. During preparation, when the device was unpacked and flushed, resistance was felt during catheter removal, and it was found that tail end of the microcatheter was fractured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.